Event description:
Customer reported being hospitalized due to low blood glucose. Explanted the importance of not having infusion set inserted during rewind/manual prime. Instructed customer to monitor blood glucose.